Manufacturer narrative:
Device evaluation is not necessary because it will add no value to the investigation. Livanova USA, inc. Submits this report to comply with 21 c.f.r. Part 803, the medical device reporting regulation, based on information that livanova has obtained, but may not have been able to investigate or verify prior to the date the report was required by the FDA. This report does not constitute an admission, or a conclusion by FDA or anyone else, that the device, livanova, or livanova's employees caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any "defects¿ or "malfunctions¿. These words are incorporated into the FDA 3500a medwatch form by the FDA, and livanova objects to their use.

Event description:
It was reported that patient¿s generator had eroding the surgical scar tissue and was extruding through her skin. Follow up communication determined the patient presented to the ER and was treated for infection at the generator site. The patient had a full revision surgery. The physician assessed the events not due to vns but a result of patient manipulation of the site. Device history records were reviewed. The products were both hp sterilized prior to distribution. The explanted device is not needed for evaluation as it will add no value to the investigation. No other relevant information has been received to date.